Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that inappropriate shock and anti-tachycardia pacing (atp) was delivered when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Out of range pace impedance measurements were also noted with an increase of 1000 ohms on the particular day the values went out of range. A competitor lead fracture was suspected. No further action was performed. The device remains implanted. No adverse patient effects were reported.